Event description:
A customer reported a problem with their continuous glucose monitor, indicating a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with comprehensive instructions to reset the pump, and the customer planned to reset the pump at their convenience and follow up if the issue continued.